Event description:
It was reported that a spectrum iq infusion pump had speaker and keypad failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported speaker failure was reproduced as low, distorted audio. The reported 'keypad failure" was not reproduced. No issue was identified with the keypad which was found to function as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of "speaker failure' was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.